Event description:
This is an amendment to a previously filed MDR, 2023-00008. This device was initially reported as having experienced a "high charge current" a9 ipg error, but this was incorrectly reported. This device had in fact experienced a "high current" error during which the ipg reverts to down mode after detecting impedance levels from the attached leads that are deemed to be too high. This is a separate/different error and source compared to the "high charge current" error. This error disappeared after the ipg was interrogated and reset, and has since not resurfaced.

Event description:
During a routine follow-up visit, it was discovered that a patient's optimizer smart mini device had entered ccm down mode. The patient's ipg was interrogated by a field representative and yielded a "telemet error: down_charge_current_too_high" error. Analysis of the ipg log files confirmed this is the same, known high charge current issue that has affected several other ipgs, and the patient was advised to charge their ipg only to 75 percent battery capacity (3 of 4 bars displayed on the charger) to avoid the ipg entering down mode again. The patient agreed and has continued to receive ccm therapy as normal since this advisement. The permanent fix for this issue will be implemented as part of a future firmware update that is currently pending finalization before being submitted to FDA for review and approval.

Manufacturer narrative:
This report is being filed in response to the outcome of discussions between impulse dynamics and FDA on october 26, 2023.